Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the device was not detected on the bus, which caused the entire machine to be down. The issue was not resolved after rebooting the system twice. The field service engineer (fse) powered off the pyxis unit, reseated the cables, and verified that all indicator lights were on. A hardware test application was run successfully. The customer subsequently tested the device, and it was confirmed to be working properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus, which located on 2icun. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.